Event description:
Initially screw head probably broke in the first operation. Further foot surgery was needed due to complications of the screw head not dissolving in bone. Remaining portion of the screw was removed.